Event description:
A symphonix device, a total cochlear/eye/tooth/implant, trap and trace, available through sun microsystems, inc./shell unix was implanted without pt request or informed consent by members of a family for criminal purposes.